Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin. Evaluation method and results codes apply to the desktop charger (serial # (B)(4)) evaluation conclusion code applies to the desktop charger (serial # (B)(4)) and evaluation conclusion code applies to the ins (serial # (B)(4)).

Event description:
The consumer reported a broken, bent, or loose connector pin. On the night prior to the report, the patient got a lot of spasms and got a shock and went to use it. The patient then clarified that there were no shocks. It came on and shut off for good. In (B)(6) 2016 the connector pin broke and in (B)(6) 2016 the internal battery depleted. Relevant medical history included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.